Manufacturer narrative:
The electrode lot numbers and expiration dates were not provided. General reagent issues were excluded. The field service representative found a leaky cell rinse tube. He replaced the tube, replaced the vacuum valves, readjusted the unit, and performed tests and checks with acceptable results. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of questionable sodium electrode results for 3 patient samples and questionable potassium electrode results for 1 patient sample on a cobas 6000 c501 module. Sample 1 the initial sodium result was 208 mmol/l, and the repeated result was 158 mmol/l. Sample 2: the initial sodium result was 176 mmol/l, and the repeated result was 130 mmol/l. Sample 3: the initial sodium result was 182 mmol/l, and the repeated result was 132 mmol/l. Sample 4: the initial potassium result was 5 mmol/l, and the repeated result was 7 mmol/l.